Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: desktop charger. Product ID: 97754, serial# (B)(4), product type: recharger. All fdm/fdr codes apply to the desktop charger (B)(4). Fdc applies to the ins recharger (B)(4) and the ins (B)(4). Analysis of the desktop charger (B)(4) confirmed that it had a broken connector tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient tried to recharge the ins on (B)(6) 2017 and could not, then saw the 'recharge insr' screen. The patient's stimulation stopped the following day and the patient reported that their back hurt bad, and that "it kills". On (B)(6) 2017 the patient reported that the desktop charger connector pin was broken.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported the device was helping but doesn't take away all the pain. Patient reported the replacement of the desktop charger has helped with having minimal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.